Manufacturer narrative:
This information is based entirely on literature. Medtronic was made aware of this event through a search of literature publications. Of note, all of the devices in this article were the manufacturer's product, however a one-to-one correlation could not be made with unique product serial/lot numbers. The dates of death is not available at the time of this report as there is no indication of specific serial number/patient information. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information has been made and upon receipt a supplemental report will be submitted accordingly. Referenced article: hospitals knew a heart device led to more patients' deaths - but they kept using it, bbc, 12 november 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the use of ventricular assist device (vad)s at a medical facility that had known concerns related to device patient safety. The authors described patient deaths that occurred within two to three years of implant; however, the causes of death were unknown. There were patients who experienced strokes. The vads exhibited a delay or failure to restart after they were stopped and the patients needed a new vad. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.